Event description:
A surgeon reported two patients with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported that this patient had vitritis that was treated with medications. Surgeon also reported that the patient had a posterior vitreal detachment. The surgeon later reported the patient had a fixed epiretinal membrane. The patient also experienced horizontal dysphotopsias which improved when contact lenses were prescribed. The surgeon reported that the patient was also treated for dry eyes with medications. There are three medical device reports for two patients associated with this event. This report for the first patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/22/2009 by phone, fax, and mail. Medical records were received on 04/15/2009.